Event description:
It was reported that stent damage occured. The diffuse target lesion was located in the severely tortuous and severely calcified mid to distal left anterior descending (lad) artery. A unspecified guide wire was advanced to the lesion. Predilatation was performed with a unspecified small-diameter balloon catheter. Intravascular ultrasound (ivus) was performed. Anchor-balloon technique was utilized in the left circumflex (lcx) artery due to the distal part of the vessel being small. A 20 x 2.25 promus premier¿ stent was advanced to the lesion however, resistance was encountered inside of the 7f non-bsc guide catheter. When the device was removed, it was noted that the distal edge of the stent has been slightly deformed. The procedure was completed with a 16 x 2.25 promus premier¿ stent and a 28 x 2.25 promus premier¿ stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).